Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. Customer stated that his blood glucose level was 414 mg/dl when waking up. The customer also reported the insulin pump alarmed no delivery. Blood glucose at the time of the alarm was 319 mg/dl. Customer was advised to disconnect at the quick release and perform fixed prime. Customer stated the insulin did exit. Customer was explained there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised to change the entire infusion set. The customer stated the cannula was straight. The product was not replaced or returned for analysis.